Manufacturer narrative:
Broken pivot point has been confirmed by laboratory results. Broken pivot point. Ross standard procedure includes attempting to obtain all required information from the source.

Event description:
Broken pivot point.